Event description:
Pt was admitted to hospital with multiple shocks from lad. Her v lead was found to be at high resistance. In addition, her ICD was known to be recalled. She was scheduled for replacement and found the lead was fractured. Therefore, the lead and generator were replaced.